Manufacturer narrative:
Additional information was received that the reason for explant was due to increase arm pain. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the increase in arm pain was device related. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4) description: artisan surgical lead, 70cm; model#: sc-4318, lot #: 21738703 description: clik x anchor.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.